Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an under delivery and they experienced high blood glucose level. Customer¿s current blood glucose was 458 mg/dl. Customer's blood glucose level was 358 mg/dl at the time of incident. Customer treated with insulin pump, exercise and manual injections. The customer stated that the drive support cap was normal. Customer was alleging the insulin pump because the customer had high blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The reservoir will not return for the analysis.